Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (50s mg/dl). Low bg was addressed by consuming juice. The customer reported that per the healthcare provider (hcp), the pump basal rate setting was the cause of the event and required adjustment. Tandem technical support assisted the customer with the hcp's recommended basal setting adjustment.